Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 575mcg/ml at 72.44mcg/day via an implantable pump. The healthcare provider reported that she pulled the logs today and saw there was a stall and recovery. The stall occurred at 10:08 am and recovered at 10:25 am. Per the healthcare provider the patient is non-verbal and didn't have a family member there to speak on their behalf so she couldn't rule out if the patient had an MRI. The agent reviewed environments that can cause a stall (MRI, emi, magnets). The healthcare provider stated since there is a recovery she will leave it be.